Event description:
Adverse event(s): "no impact to patient" (no consequences or impact to patient). Product problem(s): "system would not respond to commands" (device operates differently than expected). A nurse reports the system suddenly would not respond to any commands, like it was 'locked up'. The system was rebooted, but it still would not respond. The system was then switched out to complete the case. The nurse stated there was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).